Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported the doctor came to see them in the recovery room after implant surgery and stated one of the leads was not connected. The doctor connected the leads and the issue was resolved. No patient symptoms were reported.